Event description:
It was reported that the md inserted the sheath and then "pushed the intra-aortic balloon (iab) approximately 10 cm into the sheath". The md felt "very hard resistance" and he decided to remove the iab and use another iab to complete the insertion. The md stated that "the iab was correctly prepped prior to insertion attempt."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.